Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had a leak at the cap of reservoir. Customer's blood glucose level was high and it was 319 mg/dl. Troubleshoot was performed for reservoir leak and the insulin pump will be replaced. Customer declined to troubleshoot for high blood glucose level. Reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir (transfer guard not returned). Performed pre-fill reservoir test using a new lab transfer guard, per (B)(4). Found reservoir no leakage anomaly during filling. And checked o-rings/stopper groove for anomalies none were found. Ran basal bolus leaking test per (B)(4) as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoirs and connectors into 5xx pump. Conclusion: reservoir not leaks.